Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, hard to attached endoscope¿s eyepiece to the endoscope mount and grinding noise on coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscope eyepiece was hard to attach to the endoscope mount leading due to no image. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head was not functioning. The issue was found during set up the device for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.